Event description:
Registered nurse was inserting the listed IV catheter into the patient's right forearm per protocol. She retracted the guide needle using the safety button on the insyte handle. As she was advancing the catheter, she noticed leaking from a break in the middle of the section of the catheter that was not inserted into the patient. She immediately removed the catheter and applied a gauze dressing. The catheter was removed intact.